Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va0vg5g. Implanted: (B)(6) 2015. Explanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2026 a device was returned with no information. On (B)(6) 2026 additional information was received from the patient. They reported that the device was returned for disposal, but they also indicated that the wiring was not working and was replaced with a new one.

Manufacturer narrative:
H3: analysis of the returned implantable neurostimulator (ins) (s/n: (B)(6)) revealed that the device passed functional testing; however a lead or lead parts were observed inside the implantable neurostimulator (ins) connector port. H3: analysis of the returned 3889-28 lead (l/n: va0vg5g) revealed that connector 0 was crushed by the setscrew at the proximal end of the lead. Analysis identified that all conductors were broken at the proximal end of the lead; consistent with overstress damage. Analysis identified that the butt joint of the outer insulation was separated at the proximal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.